Event description:
Reportedly, during a follow-up on (B)(6) 2015, it was observed that the ventricular lead impedance had increased over time and that r wave amplitude decreased. No lead fracture was observed on x-ray. Re-intervention occured on (B)(6) 2015. Ventricular lead impedance measurements were reported normal. Then, the subject device was explanted and was returned for analysis.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, it was observed that the ventricular lead impedance had increased over time and that r wave amplitude decreased. No lead fracture was observed on x-ray. Re-intervention occured on (B)(6) 2015. Ventricular lead impedance measurements were reported normal. Then, the subject device was explanted and was returned for analysis.

Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, during a follow-up on (B)(6) 2015, it was observed that the ventricular lead impedance had increased over time and that r wave amplitude decreased. No lead fracture was observed on x-ray. Re-intervention occured on (B)(6) 2015. Ventricular lead impedance measurements were reported normal. Then, the subject device was explanted and was returned for analysis.